Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 628402 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, heavy periods, diarrhea, vaginal dryness and obesity. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), 7 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced rash vesicular ("rash/blistering rash"), pruritus ("pruritis") and hot flush ("hot flashes") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("extreme debilitating menstrual pain/dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, allergy to metals and skin disorder had resolved and the menstrual disorder, psychological trauma, migraine, headache, vaginal discharge, dysmenorrhoea, weight increased, anxiety, depression, vaginal haemorrhage, ovarian cyst, rash vesicular, pruritus, uterine leiomyoma, hot flush, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, pruritus, psychological trauma, rash vesicular, skin disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, rash/skin condition, migraine, headaches, rashes and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2016: there was an essure device present in the proximal aspect of the tube. Ultrasound scan - on (B)(6) 2016: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Uterus and left ovary. 2 simple cyst on right ovary, largest was 2.8 cm. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Events ; blood disorder, heart disorder were added. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. 628402 (not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, heavy periods, diarrhea, vaginal dryness and obesity. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), 7 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced rash vesicular ("rash/blistering rash"), pruritus ("pruritis") and hot flush ("hot flashes") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstruation abnormal ("abnormal menstruation issues"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("extreme debilitating menstrual pain/dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("abnormal menstruation") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, allergy to metals and skin disorder had resolved and the menstruation abnormal, psychological trauma, migraine, headache, vaginal discharge, dysmenorrhoea, weight increased, anxiety, depression, vaginal haemorrhage, menstrual disorder, ovarian cyst, rash vesicular, pruritus, uterine leiomyoma and hot flush outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hot flush, menorrhagia, menstruation abnormal, migraine, ovarian cyst, pelvic pain, pruritus, psychological trauma, rash vesicular, skin disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased and menstrual disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, rash/skin condition, migraine, headaches, rashes and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Pathology test - on (B)(6) 2016: there was an essure device present in the proximal aspect of the tube. Ultrasound scan - on (B)(6) 2016: uterus anteverted. Intramural fibroid fundal position. Right ovary abnormal. Uterus and left ovary. 2 simple cyst on right ovary, largest was 2.8 cm. Concerning the injuries reported in this case, the following one were reported via medical records confirming events heavy period with clots, hot flashes and dyspareunia, pelvic pain, leiomyoma of uterus, nickel allergy, blistering rash and pruritus and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-sep-2019: this is a retention case. All the information from deletion case-(B)(4) has been transferred to this case. New events added- dysmenorrhea, weight increased, anxiety, depression, vaginal haemorrhage, abnormal menstruation, ovarian cysts, rash vesicular, pruritus, hot flush and uterine leiomyoma. Medical history, lab data and concomitant drug added. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/rashes"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, allergy to metals, rash and skin disorder had resolved and the menstrual disorder, psychological trauma, migraine, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, rash, skin disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted with insertion: (B)(6) 2008 and (B)(6) 2008. Plaintiff received treatment for pelvic pain, abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, rash/skin condition, migraine, headaches, rashes, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test: unknown: bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new events general abnormal bleeding, abdominal pain, dyspareunia, menorrhagia, allergy to metals, rash, skin disorder, psychological trauma, migraine, headache vaginal discharge. Reporter (consumer) information updated, patient date of birth, age group added, lab data added, essure indication updated, product stop date added and reporter causality comment added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. She underwent a hysterectomy around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer had severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. She underwent a hysterectomy around two years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer had severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.